Event description:
It was reported that the patient experienced a loss of therapeutic effect, with the return of tremor two days ago. Both the patient programmer and the clinician programmer were unable to communicate with the patient's implantable neurostimulator. The patient had a fall and hit the head. No further details regarding the fall were reported. X-rays were to be performed. No information related to the patient's outcome was provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information. The health care professional stated the cause of the event was normal battery depletion. The device was replaced and there was no patient injury.

Manufacturer narrative:
Lead model 3387, lot# j0208466v, implanted:2002-(B)(4), explanted:na; extension model 748240, lot# ngk016886n, implanted:2002-(B)(4), explan ted:na; implantable neurostimulator model 7426, lot# nfw135490h, implanted:2006-(B)(4), explanted:na; lead model 3387, lot# j0206346v, implanted:2002-(B)(4), explanted:na; extension model 748240, lot# ngk016885n, implanted:2002-(B)(4), explanted:na; programmer model 7438, lot# nhl004745p.